Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.